Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) levels that ranged between 200 mg/dl and "just over 500" (mg/dl) with large ketones. Customer addressed bg levels by delivering a bolus, administering a manual injection, and changing pump supplies. Reportedly, the customer changed pump supplies to resolve issue.